Event description:
It was reported that about 1.5 hours into a routine hemodialysis treatment, patient developed tremors, hot/cold feeling, severe abdominal pain and diarrhea. Treatment was discontinued. Patient was transported to the emergency room. Patient's lab test were elevated liver enzymes, and potassium 2.7 mmol/l. Patient was administered potassium and released. Patient saw the nephrologist later the same day and presented with a blood pressure of 61/43. Patient was admitted to the hospital and blood cultures drawn. Blood cultures were positive with e. Cloacae. Patient received antibiotic cipro IV and was discharged from hospital in 2007.

Manufacturer narrative:
Facility staff obtained cultures of the dialysate, the source water used to make dialysate batch, and the purification pak used for water purification. Results of culture of the dialysate and the source water were both positive for the same bacteria, e. Cloacae, found in patient's blood cultures. Dialysate sak was requested to be returned to nxstage, but has not been received. Purification pak was returned to nxstage for evaluation. Integrity testing of the two ultrafilters' fibers and housing in the pak passed all acceptance criteria indicating that pak filters were performing within specification for removal of water contaminants including bacteria. There have been no other similar reports for this lot of dialysate concentrate. Positive culture of the source water and results of pak integrity tests suggests that the dialysate sample was most likely contaminated through touch contamination during the sampling process and that the results of the dialysate culture may be invalid. There is no evidence to suggest that a device malfunction occurred. Nxstage medical considers this report closed at this time. If additional relevant information is received a follow up report will be provided.